Event description:
Customer reported being hospitalized for dka. Customer had a blood glucose level of 240 the morning before hospitalization and that night had a blood glucose level of 540. Customer did not change to a new infusion set. Troubleshooting performed and pump seemed to be functioning as designed.